Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A document assessment (fmea) was conducted and no changes were required.

Event description:
The customer alleges that the sheri-swivel connector came apart prior to patient use. The device was being set-up and being prepared for pre-test. No patient injury reported.